Event description:
Caller reported blood glucose results of "160s" mg/dl, "60s" mg/dl, and "90s" mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
Na